Event description:
Customer called reporting a button error on her insulin pump. Customer's blood glucose is 141 mg/dl. She stated she was working out and may have sweated on the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.